Manufacturer narrative:
Concomitant product(s): w4tr03 device, implanted: (B)(6) 2017; 5076-58 lead, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(4) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-operative chest x-ray, the left ventricular (lv) lead exhibited dislodgement. The physician chose to explant the lead. No patient complications have been reported as a result of this event.